Manufacturer narrative:
D4 - UDI number is not required for this product code/lot number combination. The di portion is provided. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation is based upon user facility information and evaluation of the retention sample from the involved product/lot combination. Visual inspection found no obvious anomalies in the total length of the device. Magnifying inspection of the platinum and stainless steel coil segment found no anomalies. There was no deformation in the coil pitch. The tensile strength on the distal segment and the outside diameter were measured and confirmed to meet manufacturing specifications. A review of the device history and shipping inspection records of the involved product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find another report of this nature with the involved product code/lot# combination. See MDR number 9681834-2016-00256. There is no evidence that this event was related to a device defect or malfunction. The retention sample was verified to be normal product. An exact cause of the reported event cannot be definitively determined based on the available information, the distal segment of the actual sample may have become caught in the calcified lesion and at that point subjected to a pulling force resulting in the reported event. The labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the ruthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. - attachment: [(B)(4).pdf] h3 other text : actual device not available

Event description:
A medwatch report was received at tmc on (B)(6) 2016 that stated the following: "physician/surgeon accessed the left common femoral artery with micropuncture needle and an 8-french long 45 cm sheath was placed. He upgraded the right common femoral sheath to a 7-french long sheath. He used ebu 4 guide for the left main engagement and 8-french al1 guide for the right coronary artery engagement. Thereafter, heparin bolus was used for anticoagulation. A runthrough wire was extended and then surgeon went in with turnpike catheter. He continued wire manipulation and was able to get some into the proximal cap of the artery. It was very difficult to figure out where the wire was going even with the retrograde injections. It was thought to be going into the mid right coronary artery and then to the distal right coronary artery wire. Good progress was made and then it was stopped. It was thought to be in the distal right coronary artery before going to the distal cap. The turnpike would not go down; 1.2 mm push balloon and balloon angioplasty was performed. It did make some difference, but would not traverse through the heavily calcified proximal right coronary artery. The strategy was changed and got a 0.9 mm laser atherectomy catheter and proximal right coronary artery. Went in with a laser atherectomy; however, from the mid right coronary artery could not make progress even with the laser going through three different strengths. At that point we stopped and decided to see if I could get a retrograde channel. After laser atherectomy, the surgeon went in with an antegrade attempt (still with turnpike catheter). At this point, the turnpike catheter would not pass through. As surgeon took out this turnpike catheter, it did shear the wire and a part of the runthrough wire tip was left in. It was initially thought to be in the right coronary artery, but it was a branch of right coronary artery and was not the distal right coronary artery. Since it was a branch, the surgeon left the wire fragment there because there is no way to go and get it snared since we cannot even get the turnpike or balloon through the mid right coronary artery to progress. The surgeon went in with a choice pt extra support and whisper guidewire and engaged the third septal branch using the sion wire and turnpike catheter. Attempted to see if he could ride the septal branch into the distal pda, but was unsuccessful. After a few attempts, he tried to concentrate back into an antegrade effort. A pilot 200 wire was used, but again was not quite sure if making any headway into the right direction. At this point, he decided that if he kept trying further there will probably run into more complication than anything else. He had used 3.7 gy of radiation. Surgeon stopped at this point and decided to get a cardiothoracic surgery consultation and then make a further decision regarding a revascularization strategy."